Event description:
A malfunction alarm was reported with the code malf 15, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.